Event description:
It was reported that the right atrial (ra) lead dislodged. It also noted that oversensing of the atrium resulted in the right ventricular (rv) lead track pacing at upper limits and the physician noted that the header of the implantable pulse generator (ipg) was loose. The ipg was explanted, the ra lead capped and both were replaced while the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.